Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink y-type set leaked saline. The leak site was described as at least one visible crack in the tubing just distal of the filter. There was no patient involvement as this was noted before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information : the device was received for sample evaluation. Functional testing revealed a leak from the tubing approximately six inches below the blood filter. A microscopic inspection was performed and revealed a cut in the tubing. The reported condition was verified. The cause of the cut could not be determined. Should additional relevant information become available, a supplemental report will be submitted.